Manufacturer narrative:
H6: the device information was not provided; unable to determine if device was inspected and found to be in specification before distribution. The cause of the patient¿s pain and revision surgery cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation, a patient was implanted with an exactech left hip replacement on (B)(6) 2015. Pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility necessitated a revision surgery on (B)(6) 2021. Approximately, 5 years 9 months after their initial implantation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.